Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s caretaker reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was offered assistance but the customer claimed that they already performed troubleshooting but still the insulin pump would not turn on. The customer declined further troubleshooting. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insulin pump was neither dropped nor bumped. The display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.